Event description:
Technical service received an email from a customer reporting an issue with a bed's siderail. Specifically, one of the two support arms on the right head siderail had detached. Despite this, the siderail remained in place. No adverse events or injuries have been reported in connection with this issue.

Manufacturer narrative:
The technical service team arrived on site and, after inspection, noticed that the screw securing the arm to the siderails was missing. There was no indication that the screw had ever been installed. The technician replaced the missing screw, and the siderail is now fully functional again. The root cause of the problem was identified as an assembly error. This situation was determined to be an isolated incident. The manufacturer will continue to monitor for similar cases to identify any potential trends.